Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer reported problem 'alarms when turned on will not clear' could not be confirmed through the event history log (ehl) as there were no occurrences of the system error 616 found in the ehl as a possible cause of the alarms. The device was found out of specification in relation to the customer reported 'alarms when turned on will not clear' which was not reproduced during evaluation, the constant alarm was gone when a known good rear case was used to test the device. The reported condition was verified. The cause was determined during a visual inspection to be a loose pump speaker with low audio. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed when turned on and it would not clear, it beeped constantly with no physical damage. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.